Manufacturer narrative:
Final analysis found that the pulse generator exhibited premature battery depletion, due to high current drain.

Event description:
It was reported that the pulse generator exhibited a high current drain. The ventricular output was reprogrammed. The patient would be monitored.

Event description:
New information notes the device was explanted and returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.